Event description:
On (B)(6) 2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-12990n scorpion needle broke. This occurred during a tibial spine injury procedure. The procedure proceeded using another scorpion needle. Additional information was provided on 03/05/2025 where the arthrex subsidiary employee stated when using surgical instruments they break. The patient had a good bone quality, his bone was harder and he had more calcium in his bones. The knee scorpion input plus instrumentation was used with the needle. There was nothing wrong with the patient, only that the device broke but nothing was left inside. There was no delay, and additional anesthesia was not necessary because they used another input and continued with the surgery without any problem.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft.